Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 26.2mmol/l, with polyuria, extreme drowsiness, polydipsia, strong fruity breath odor, nausea, and difficulty waking up, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the pump passed all required testing , no basal program defects found . The history showed the 7:00am basal segments were changed by the user on 8/23/2018 from .900u/hr. According to the black box the user was switching from program 1 to program 2 . And editing basal segments. According to the complaint record, in the note section states "active basal program; 12am is 1.050u, " . Pump was returned with both basal programs 1 and 2 set with a 12:00am 1.250 u/hr .